Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a very low blood glucose of 34 mg/dl with dizziness and near-syncope, self-treated with oral carbohydrates (four packs of gummy yogurt), and subsequently experienced hyperglycemia attributed to overtreatment. Symptoms included hypoglycemia with dizziness and presyncope. Outcomes included transient low glucose managed with oral glucose without hospitalization. Investigation included troubleshooting and education provided to the user. Investigation of this case revealed no device malfunction and that the event was consistent with user management of hypoglycemia leading to rebound hyperglycemia, with the cause remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.